Event description:
It was reported that the patient had been transported to the emergency room and was admitted to the intensive care unit (ICU), hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 595 mg/dl while wearing the pod longer than 48 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. Symptoms reported include hyperglycemia, vomiting and loss of consciousness. The patient was treated with unspecified intravenous fluids and continuous insulin infusion. The pod was removed at the emergency room and was discarded. The patient was discharged (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis and bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.